Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose levels over 1100 mg/dl. The customer also reported repeated motor error alarms. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the insulin pump continued to alarm motor error. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.